Manufacturer narrative:
(B)(4). The sample was returned for evaluation; however, it has not yet been completed. Once the evaluation is complete, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The customer returned one used sample for evaluation. The sample was visually and functionally tested, and the reported condition of a no flow was not confirmed; however, through visual inspection it was determined that the sample was missing a spike. The set was measured and is within the specification range tolerance. Also the insertion was measured and is within the tolerance range. A batch review was performed on the reported lot with no deviations found. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. An assignable root cause could not be determined.

Event description:
The customer reported to corporate product surveillance regarding the clearlink y-type blood/solution set. The customer said that it was set up correctly but there was 10-20 ml that would not flow past the chamber. The condition occurred during priming and there was no blood being transfused. There was no pump used. There was no patient injury or medical intervention reported. No additional information is available.